Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.5/+3.0/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken and bent to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).